Event description:
Boston scientific received information that, shortly after implant, this right ventricular (rv) lead displayed an increase in threshold measurements. Sensing and impedance measurements were within normal range and stable. An x-ray was performed, which revealed this rv lead and associated right atrial (ra) lead had dislodged. This rv lead was explanted and replaced, and the associated ra lead was repositioned. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead was disposed of at the hospital, so therefore will not be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.